Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced sensor reading discrepancies. Customer's mother stated that the sensor was reading low and the customer was receiving low alerts and the insulin pump was going into threshold suspend. Sensor was reading 60 mg/dl but blood glucose value was 190 mg/dl. Current blood glucose 161 mg/dl. The transmitted was tested and it was functioning. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed due to high readings. The sensor was received with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was retuned opened and used.